Manufacturer narrative:
The failure analysis evaluation and findings have been reassessed. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported issue that ¿energy was not properly activated on both tips of the monopolar curved scissors (mcs) instrument." Fa noted the instrument housing was removed for inspection and the instrument was found to have a broken conductor wire at the proximal end in the main tube. The instrument failed the electrical continuity test and there were no signs of thermal damage were observed. This complaint is a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the monopolar curved scissors reported in this complaint (pn: 470179-19/ n10181114 0178) associated with this event has been performed. Per logs, the permanent cautery spatula was last used on (B)(6) 2019 system (sk0816) with 8 uses remaining. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the user observed that energy was not properly activated on both tips of the monopolar curved scissors (mcs) instrument. The mcs instrument could not be used as only one side of the tip had energy. The user removed the instrument and continued with the procedure with a back-up instrument. No further issue was reported. No fragment(s) fell inside the patient and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) completed follow-up and confirmed there was no reported injury associated with the complaint. The site could not provide any additional narrative regarding the complaint and patient demographic information was unavailable.